Manufacturer narrative:
(B)(4).

Event description:
It was reported by the neurologist that he patient has an infection and that the patient was being referred for vns explant surgery as a result. Patient was seen by a surgeon who advised to have the device explanted. It was later found that the patient was first seen by the neurologist on (B)(6) 2015, who noted an infection at the generator site. Patient was provided with antibiotics and the infection was better during the next visit ((B)(6) 2015). On (B)(6) 215, patient was seen and vns was turned on. During patient's subsequent visit (B)(6) 2015 for vns adjustment, the nurse practitioner suspected the return of possible infection and referred patient to see a second surgeon. Additional information was received that the patient was seen by another surgeon around (B)(6) 2015 and that the second surgeon did not believe that patient was infected. This surgeon stated that he did not think the system would need to be removed. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Additional relevant information has not been received to date.

Event description:
Additional information was received that the surgeon last saw patient on (B)(6) 2015 and prescribed some antibiotics for patient at that time. No other interventions were taken. Additional relevant information has not been received.